Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 174 mg/dl. Customer's sensor glucose level was 57 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Customer advised they had a slightly bent cannula when they removed the sensor. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.